Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise, and acknowledged this advice.